Manufacturer narrative:
One e2450h pencil and associated coated electrode were received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found charring and whitening at the tip of the electrode blade. The returned electrode and pencil was activated at 60w. No unusual effects were noted. The investigation identified the root cause of the reported event to be the user contacting a metal or another flammable source. No trend has been identified. No corrective action is required, because no trend has been identified. This unit does not meet the requirements for a manufacturing or (service) failure therefore; a device history review or (service history review) is not required.

Event description:
The customer reported that the pencil sparked while in use. When removed from the field, a small flame was seen at the tip of the instrument. There was no patient injury. A new pencil was opened and the procedure was completed without any further incident.